Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The memory was reseated, and file structure was restored. Upgraded software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the cstat 3000 would not initialize and was non functional. There was no adverse patient involvement reported. There was no patient information reported.